Event description:
It was further reported that the vad exhibited high watt alarms, high power and high flow . X-ray was performed and did not show an obvious fracture.

Manufacturer narrative:
A supplemental report is being submitted for additional info. B5 and imf f2203, g04105 codes. Additional product: - controller: imf f2203 - driveline cover: imf f2203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Correction: h10 to include additional product involved in event. Additional product: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: 30-jun-2017 / lot#: 974622 UDI #: (B)(4) / d9: yes, return date: 02-mar-2021 / h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes / h4: mfg date: 30-jun-2015 / h5: no / h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04037 h6: FDA device code(s): a040607 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad), the driveline cover, and one controller were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's manufacturing documentation revealed that an ncri associated with potential dimensional issues of the device was generated, which may have been related to the reported event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the controller log files associated with (B)(4) revealed two electrical fault alarms logged on (B)(6) 2021 at 02:58:08 and 02:59:04 due to an overcurrent condition on the front stator, resulting in the pump running on a single stator (rear-stator only). Four high watt alarms were recorded on (B)(4) since 02:58:09 due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 03:12:12 indicating a physical disconnection of the driveline from the controller. An additional vad disconnect alarm, electrical fault alarm due to an overcurrent condition on the front stator, and high watt alarm were then logged on (B)(4), likely following a controller exchange. As a result, the reported electrical fault and vad disconnect alarm events were confirmed. A splice repair was performed to mitigate the reported conditions. Visual inspection of the returned driveline cover revealed discoloration around the edges. Dimensional verification revealed that the driveline cover experienced shrinkage in several dimensions compared to design specifications. Supplemental testing revealed that the driveline cover also exhibited increased hardness and material stiffness as compared to the control sample. As a result, the reported stiffness and discoloration of the driveline cover was confirmed. Failure analysis of the returned controller revealed that the device passed functional testing. The reported ¿black discoloration¿ event was confirmed via visual inspection which revealed a darkened overlay of the controller display; this did not affect the functionality of the controller or the ability to read the controller display. Visual inspection also revealed contamination within both power ports, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Failure analysis of the returned segment of the driveline cable revealed that the device passed functional testing; the segment passed the continuity test and locking mechanism test in a controlled environment. On-site visual inspection revealed that, when exposed during the splice repair, several wires were found to be twisted. Visual inspection of the returned segment of driveline cable revealed severe discoloration of the outer sheath, as well as twisting of and damage to the outer sheath. No wire damage was observed within the returned segment of the driveline cable. Visual inspection also revealed contamination within the driveline connector pin sockets. The origin of the foreign material was unknown, possibly introduced during the handling of the device. There is no evidence that the observed contamination contributed to the electrical fault alarm event. Additionally, visual examination revealed damage to the strain relief; this is an additional observation not related to the reported event, likely due to the handling of the device. As a result, the reported driveline outer sheath discoloration and twisted wire events were confirmed. Based on the available information, the most likely root cause of the driveline cable strain relief damage; the discoloration of the driveline cable outer sheath, the driveline cover, and the controller overlay; the contamination within the driveline connector and the controller power port connectors, and the observed driveline outer sheath damage and twisting of the sheath and wires can be attributed to the handling of the device. A possible root cause of the electrical fault alarms and subsequent high watt alarms can be attributed to a short in the driveline resulting in a loss of electrical continuity, potentially associated with the observed twisting of the wires. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting and/or a controller exchange. Based on the investigation conducted, a possible root cause of the reported stiffening of and difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Additional products: d1: controller d4: (b)(4.) H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c07, c15, c23. H6: FDA conclusion code(s): d01, d11 d1:driveline cover d4: (B)(6). H3: yes. H6: FDA method code(s): b01, b14. H6: FDA results code(s): c06, c07, c23. H6: FDA conclusion code(s): d11, d1501 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and an update to investigation completion. Revised product event summary: a segment of the driveline cable associated with (B)(6), the driveline cover (lot 974622), and one (1) controller ((B)(6)) were returned for evaluation. A review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's manufacturing documentation revealed that an ncri associated with potential dimensional issues of the device was generated, which may have been related to the reported event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the controller log files associated with (B)(6) revealed two (2) electrical fault alarms logged on (B)(6) 2021 at 02:58:08 and 02:59:04 due to an overcurrent condition on the front stator, resulting in the pump running on a single stator (rear-stator only). Four (4) high watt alarms were recorded on (B)(6) since 02:58:09 due to the increased power consumption required to run on a single stator. A vad disconnect alarm was then logged at 03:12:12 indicating a physical disconnection of the driveline from the controller. An additional vad disconnect alarm, electrical fault alarm due to an overcurrent condition on the front stator, and high watt alarm were then logged on (B)(6), likely following a controller exchange. As a result, the reported electrical fault, high power, and vad disconnect alarm events were confirmed. A splice repair was performed to mitigate the reported conditions. Visual inspection of the returned driveline cover revealed discoloration around the edges. Dimensional verification revealed that the driveline cover experienced shrinkage in several dimensions compared to design specifications. Supplemental testing revealed that the driveline cover also exhibited increased hardness and material stiffness as compared to the control sample. As a result, the reported stiffness and discoloration of the driveline cover was confirmed. Failure analysis of the returned controller revealed that the device passed functional testing. The reported ¿black discoloration¿ event was confirmed via visual inspection which revealed a darkened overlay of the controller display; this did not affect the functionality of the controller or the ability to read the controller display. Visual inspection also revealed contamination within both power ports, likely due to the handling of the device. Additionally, visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. This is an additional finding not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned segment of the driveline cable revealed that the device passed functional testing; the segment passed the continuity test and locking mechanism test in a controlled environment. On-site visual inspection revealed that, when exposed during the splice repair, several wires were found to be twisted. Visual inspection of the returned segment of driveline cable revealed severe discoloration of the outer sheath, as well as twisting of and damage to the outer sheath. No wire damage was observed within the returned segment of the driveline cable. Supplemental testing of the driveline outer sheath revealed no significant elemental changes or chemical differences between a control sample and the sample from h(B)(6). Visual inspection also revealed contamination within the driveline connector pin sockets. The origin of the foreign material was unknown, possibly introduced during the handling of the device. There is no evidence that the observed contami nation contributed to the electrical fault alarm event. Additionally, visual examination revealed damage to the strain relief; this is an additional observation not related to the reported event, likely due to the handling of the device. As a result, the reported driveline outer sheath discoloration and twisted wire events were confirmed. Based on the available information, the most likely root cause of the driveline cable strain relief damage, the contamination within the driveline connector and the controller power port connectors, the discoloration of the driveline cover and the controller overlay, and the observed driveline outer sheath damage and twisting of the sheath and wires can be attributed to the handling of the device. Based on the investigation conducted, possible root causes of the observed driveline sheath discoloration may be attributed to multiple factors including but not limited to excessive uv exposure and/or the handling of the device. A possible root cause of the electrical fault alarms and subsequent high watt alarms can be attributed to a short in the driveline resulting in a loss of electrical continuity, potentially associated with the observed twisting of the wires. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline from the controller, likely during troubleshooting and/or a controller exchange. Based on the investigation conducted, a possible root cause of the reported stiffening of and difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 a supplemental report is being submitted for a correction and investigation completion. H6 device codes corrected to include a1412. Product event summary: as a result, the reported electrical fault, high power, and ventricular assist device (vad) disconnect alarm events were confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Other devices involved in this event: d1: heartware ventricular assist system / 1420- controller 2.0 d4: 1420- controller 2.0 / serial # (B)(6) / model #1420- controller 2.0 / expiration date: 2018-09-30 UDI #: (B)(4)d10: yes, return date: 2021-02-25 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2017-09-30 h5: no h6: patient code(s): c50675 h6: device code(s): a180104 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller also had the black discoloration. The controller was exchanged.

Event description:
It was further reported that a driveline splice repair was performed. In preparation for the procedure, the patient was taken to the intensive care unit (ICU), lines were placed for extracorporeal membrane oxygenation (ECMO), an operating room was on standby and inotropes were present. After exposing the wires on the driveline, it was noted that they were very twisted.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 was corrected to indicate that a driveline splice repair was performed. In preparation for the procedure, the patient was taken to the intensive care unit (ICU), lines were placed for extracorporeal membrane oxygenation (ECMO), an operating room was on standby and inotropes were present. After exposing the wires on the driveline, it was noted that they were very twisted. B1 corrected from product problem to adverse event and product problem. B2 corrected from blank to life threatening, intervention required and hospitalization. H1 type of reportable event corrected from malfunction to serious injury. H6 codes: imf code corrected from f26 to f08, f0801 and f23. G02015 added as img code. Additional products: d4: serial or lot#: (B)(6), h6: imf code(s): f08, f0801, f23, d4: serial or lot#: (B)(6), h6: imf code(s): f08, f0801, f23 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical product: 0185 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline cable connector was damaged due to twisted wires, which triggered several driveline disconnection as well as intermittent and continuous electrical faults, and a vad stop. The driveline cover was inspected and it was noted that the driveline cover was stiff and the driveline sheath had black stain due to a unknown cause. It was concluded that the electrical faults may have been related to the engaging of the very stiff boot with the locking mechanism, and it was decided that a splice repair would be performed. The vad driveline remains in use. No patient complications have been reported as a result of this event.